Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported an over infusion of leucovorin occurred in pharmacology/oncology. The medication infused over 20 minutes when it should have taken 2 hours. The customer is questioning if the device malfunctioned. There is no report of patient harm.